Event description:
It was reported to the distributor by the hospital that the device was used on a ductus arteriosus closure procedure on a premature infant weighing 0.52kg. When a closure was applied on the artery, the arch of the main artery, which is near the same artery, bled. The bleeding site was determined to be the proximal portion of the aorta. The pt received a transfusion immediately after the bleeding. However, the pt expired.

Manufacturer narrative:
The applier is not being returned for eval. Medical personnel, doctor, was contacted regarding this issue for add'l input. Without the product root cause cannot be determined; however, user technique during the procedure cannot be ruled out. Review of available trending info does not indicate a discernable trend. No further activity to occur at this time. Device was not returned for eval.